Event description:
According to the reporter, during laparoscopic port placement, the step trocar dialing sleeve ripped on insertion. This happened with 2 devices, same lot. They used a 3rd device to complete the procedure. There was no patient injury or medical intervention required. The devices are not being returned, they were discarded by the customer.